Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Upon further review it was determined that the reported event involved only routine preventive maintenance. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Event description:
It was reported by getinge field service engineer (fse) that during preventive maintainence (pm) the cs300 intra aortic balloon pump turns off when unplugged. There was no patient involvement.

Manufacturer narrative:
Due to character limit in the e1 section the full event initial reporter name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.